Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noted that the vasoview hemopro 2 activation switch would remain in the on position. This occurred during branch ligation. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula with the shaft flexed at an angle. Based upon this observation, the reported complaint for "toggle does not released" was confirmed. (B)(4).